Manufacturer narrative:
Product analysis summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and a pulseless arrest. The patient received chest compressions. An interrogation shows the rhythm at the time of the system is a very fast atypical rhythm that looks nothing like a conducted rhythm. The patient's implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.